Manufacturer narrative:
The complaint states clinical report states patient was revised to address impingement. The medical records, products, and lab report were reviewed by bioengineering and a report was received ((B)(4)) stating: reviewed per wi-7915 for replacement 2001 to 2005. The cup was positioned vertically with 3-4mm of acetabular bone visible above the rim of the implant per the procedure notes from 2001. The notes explain the anteversion as being set because no lipped implant option was available. (B)(4) indicated wear of the liner and head bearing surface and noted damage to the shell/liner taper and head/stem taper. Edge wear could be seen visually on the liner. The fracture was not reviewed here as this was outside this complaint time period (see (B)(4) for stem investigation). The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states patient was revised to address impingement. Update rec¿d 12/16/2014 - patient's medical records were received. Records were reviewed for MDR reportability. According to the medical records the patient was revised to address metallosis, cup malpositioning, impingement, osteolysis, and periods of subluxation. The patient's cup is being added to this complaint and the patient and complaint codes are being updated. The complaint was updated on: 01/13/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).